Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the software along with calibration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to boot up. No report of patient injury.